Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the drive support cap was sticking out and the customer was experiencing high blood glucose of 365mg/dl. The mother stated that the insulin pump was not dropped, and the customer kept the device in his pocket. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. A scratched lcd window, cracked case display and cracked reservoir tube lip was also noted.